Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicated that there were no abnormalities noted on fluoroscopy or echo. The lead was surgically repositioned. No additional adverse patient effects were reported.